Event description:
It was reported that after the pump got wet, the touch screen became frozen and unresponsive. Additionally, a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.